Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician noted that the sacrospinous ligament was not well defined and was abnormally dense, which made it a struggle to pull the dilator through the tissue. He had to repeatedly pull on both ends of the dilator in a sawing motion in an attempt to pass the leg assembly. As he was pulling the leg assembly with his fingers, the dilator detached outside the patient, and did not fall loose into the patient. The uphold device was removed from the patient, and the physician completed the procedure with another uphold vaginal support system, with no complications to the patient, who was reportedly fine at the conclusion of the procedure and is over 18 years of age.